Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this tachy device and other manufacturer's right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and noise which caused stored episodes. The patient was reported to be pacer-dependent. Boston scientific technical services (ts) reviewed the strip. Noise and asystole of greater than two seconds were confirmed; thus, suggested to do a chest x-ray in order to verify the lead placement. Moreover, field representative was instructed that if they wanted to program voo, programming cautery protection would be needed. Subsequent information received that the patient underwent a revision procedure where this system was explanted and is no longer in service. No additional adverse patient effects were reported.